Manufacturer narrative:
(B)(4) per follow-up with the field service representative (fsr): the internal batteries were last replaced on (B)(6) 2013, the device was not used in the last year according to the hour meter, and the customer's charging procedure is that the unit is plugged into base of a cobe heart/lung machine and that it is plugged in. The fsr verified the reported issue and sent a video from the customer to the manufacturer for review. The fsr removed the defective batteries, installed new batteries and performed a release test. The unit operated to manufacturer specifications and was returned to clinical use. The suspect batteries were returned to the manufacturer for further evaluation. During the laboratory evaluation, the reported issue was duplicated by the product surveillance technician (pst). The pst observed no damage or visible anomalies upon receipt of batteries. The batteries measured 13.0 volts direct current (vdc) and 12.0 vdc upon receipt, using the digital multimeter (dmm) for measurement. When using the voltage / conductance meter which provides a light load on the batteries, the measured voltages were 13.0 and 7.0 vdc respectively. This is not a typical reading of the second battery (11.5 vdc or higher is typical for discharged batteries of this type). Conductance measurements were 102 siemens(s) for the first battery and not available for the second battery, due to the low voltage (the conductance meter requires approximately 11.8 vdc to obtain a reading). The pst attached the device under test (dut) batteries to lab-use only (luo) delphin battery (charger) and powered on. After charging for over 18 hours, the battery voltage readings were similar (13.1 vdc and 7.0 vdc respectively), when using the voltage meter. This demonstrates that the second battery has internal degradation and will not properly charge. This corroborates the reported complaint. No further testing was performed.

Event description:
It was reported that during the use of the device for a non-clinical activity, the perfusionist (ccp) noticed battery charge indicator went yellow then turned to red in "connect" mode. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed.if additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.